Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4) , batch/lot number: 18462205, model/catalog description: coveredge 32 surgical lead kit 70 cm. The explanted device was not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had developed an infection at the ipg site and was placed on antibiotics. Symptoms of pain and slight swelling were noted. It was unknown what caused the infection. The patient underwent an explant procedure and was doing well postoperatively.